Manufacturer narrative:
Follow-up #1: date of submission 07/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the returned battery and cartridge cap were used during investigation. During evaluation, the pump was powered on with auditory and vibration features functioning appropriately; however, the display screen remained blank. The reported "dim, faded, color spectrum" issue with the display was unable to be completed. The pump¿s cover was removed; the display screen was found cracked and damaged. The pump was able to power on to the verify screen using a test display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a pixel color change on the pump display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.